Event description:
It was reported that the patient experienced beeping from their device. The physician performed a remote device check and a single out of range shock impedance measurement from a competitor's right ventricular (rv) lead was noted. Boston scientific technical services were contacted and recommended sending in the full data for evaluation. The physician elected to continue with remote follow ups. The patient was stable and no adverse consequences were reported. At this time, the system remains implanted and in service.

Manufacturer narrative:
This report is being filed for additional information included in b5.

Event description:
It was reported that the patient experienced beeping from their device. The physician performed a remote device check and a single out of range shock impedance measurement from a competitor's right ventricular (rv) lead was noted. Boston scientific technical services were contacted and recommended sending in the full data for evaluation. Additional information has been requested regarding the event resolution, but has not yet been received. The patient was stable and no adverse consequences were reported. At this time, the system remains implanted and in service.